Event description:
It was reported that the patient was experiencing allergic/rejection from the spinal cord stimulator. Symptoms of swelling and irritation were noted. The patient underwent an implantable pulse generator (ipg) pocket revision procedure and was doing well postoperatively. Nothing was explanted.